Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pacing impedance measurements. It was noted that the rv lead had a fracture. Subsequently, this rv lead was capped and replaced. No additional adverse patient effects were reported, and this rv lead has not been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pacing impedance measurements. It was noted that the rv lead had a fracture. Subsequently, this rv lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was capped; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.